Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01899, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during an ampullectomy performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, the rotation of the clips were difficult. The clips deployed however, they would not detach from the catheter. The physician pulled the clips off the tissue and the clips were removed with the device. It was reported that there was no tissue damage or additional bleeding caused by this event. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact patient age is unknown however, it has been reported that the patient is greater than 50 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that there was a kink in the control wire near the distal end and the device was half deployed. In addition, the yoke was still attached to the control wire. The clip assembly and over sheath were not returned. Functionally, the control wire was actuated several times and the yoke deployed. The most probable root cause has been determined to be user error as a duodenoscope was used and the resolution clip is designed to be compatible with gastroscopes and colonoscopes with working channels equal to or greater than 2.8 mm. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01899, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during an ampullectomy performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, the rotation of the clips were difficult. The clips deployed however, they would not detach from the catheter. The physician pulled the clips off the tissue and the clips were removed with the device. It was reported that there was no tissue damage or additional bleeding caused by this event. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.